Manufacturer narrative:
Device power up properly after battery installation. Device passed self test, active current measurement, rewind, prime or seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No critical pump error alarms noted. Device failed sleep current measurement and received unexpected battery power loss due to corroded electronic assemblies.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had critical pump error. Customer reported they received the open book image on the insulin pump screen. Customer stated they went to swimming and batteries were not working. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.